Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report on: (B)(4) 2013. The incident pencil and two electrodes (one used, one unused) were received for evaluation. Visual inspection of the pencil found no signs of heat damage such as melting or blackening. Inspection of the used electrode noted some charring on the electrode tip. However, testing found the pencil to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that during a c-section, the surgeon noticed a small candle-like flame coming from the tip of the pencil. There was no operating room fire or patient injury. The site checked out the generator in use at the time and it was found to function normally and to specifications.